Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient could not get the communicator and handset to connect to the stimulator. They felt like they were going more than usual. All last night they got up three to four times. The caller was walked through how to connect the handset and communicator to the stimulator. When asked if the patient had any electrical magnetic interference around them, they said they did have a tablet near them. After moving the tablet, they were able to connect. The patient was on program 6 at 1.2 volts and the therapy was on. They were advised to follow up with their doctor to see if it was ok to make adjustments to their settings due to the increase in symptoms.